Event description:
(B)(4). Initial and final MDR. Initial information received on (B)(4) 2017 via distributor (B)(4) and was communicated to septodont on 01-mar-2017. On (B)(6) 2017, reporting dentist contacted distributor and reported that suspect device septodont septoject needle 30g (suspect needle length unknown, batch number and expiration date not available) broke in a male adult patient's mouth during a block. The broken needle had to be taken out by the dentist with a hemostat. No further treatment was required for the patient concerned. The suspect device is not available for evaluation as the broken needle had been disposed of. Additional information received on 24-mar-2017: (B)(4) received (B)(4) report and the incident seems to be due to the non-observance of the instructions for use. Causality assessment on 06-mar-2017 by (B)(4) and on 21-mar-2017 by (B)(4) on initial information received on (B)(4) 2017: seriousness: serious (required intervention to prevent permanent impairment/damage). Listedness/expectedness: needle issue: listed EU, expected us/(B)(4). Causality: latency: compatible, recognized association: no. Analysis: the possible causes of breakage of needles may result from : possible involuntary movement of the patient; possible movement of needle; contact with hard tissues (bone); excessive pressure changing the resistance of needle during injection; quality defect of the needles. Since no sample and no batch information are available (the needle was thrown away), product used analysis will not be possible. Therefore, the causal relationship between the device and the event was considered as not assessable. Dechallenge: na; rechallenge: na; concluded causality who: not assessable. Causality assessment on 24-mar-2017 by (B)(4) on additional information received on 24-mar-2017: the analysis report from the manufacturer and in the absence of batch number show that the reported incidence seems to be due to the non-observance of the instructions for use, especially to the use of a needle size inappropriate to the type of procedure. The previous causality assessment applies. Concluded causality: not related.